Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was noise on the diagnostic monitor. It was further reported that the diagnostic monitor was oversensing and undersensing and was reprogrammed. The device was later explanted and returned for disposal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that there was noise on the diagnostic monitor. The diagnostic monitor remains in use. No patient complications have been reported as a result of this event.